Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing the cannula site on the arm to be swollen, firm and warm to touch had occurred while wearing the pod between 25 and 36 hours. Symptoms occurred on (B)(6) 2026 when the patient¿s blood glucose level reach 300 mg/dl and would not decrease. Patient visited their primary care physician and was diagnosed with a skin irritation. The patient was prescribed an elocom lotion and applied a new pod.